Event description:
Further information was received from the surgeon. The patient developed a post-operative hematoma, not a hemorrhage, and the reported nerve damage was not to the vagal nerve, but to the surgical wound. No further information has been received to date.

Event description:
It was reported by the patient that her last vns generator replacement surgery was a disaster. The patient reported that she was left with acute nerve damage and a hemorrhage. No additional relevant information has been received to date.